Event description:
The patient reported never having therapeutic effect. The patient stated that he had "major problems" with his pump and that it did "nothing" for him; he had to go to the doctor every two weeks for pump adjustments and he stated that his "doctor never gets the right dose". The patient was afraid to walk because he felt so stiff. The physician reported that the patient had good results with his lower extremities but never had relief with the upper extremity stiffness. It was noted that the patient suffered from depression due to the recent loss of his wife due to cancer and refused to go to physical therapy. A catheter dye study was done in the (B)(6) 2009 and it was decided that they wanted to move the catheter higher. A catheter revision was done; the catheter was moved up higher to the t6 level. The patient outcome was reported as "no injury". The medication being delivered via the device system was lioresal.

Manufacturer narrative:
(B)(4).